Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record: manufacturing site: (B)(4) - manufacturing date: january 20, 2011. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tooth of an insertion handle snapped off during a surgical procedure on (B)(6) 2015. As a result, the instrument could not perform its intended function. An alternate part was available for use with no resulting surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: upon visual inspection of the complaint device the complaint condition of synthes: broken: intra-operatively is confirmed. Upon receipt of this device it was seen that the tang at the distal insertion end of the device which interfaces with the nail had been shorn from the device and was not returned, the remainder of the device is in good condition with no other signs of damage. Per the technique guide, the device is routinely used in the titanium cannulated retrograde/antegrade femoral nail expert system which is used to stabilize fractures of the distal femur and the femoral shaft. A review of the current design drawing was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Likely root cause being that the handle was turned or twisted with excessive force while the tang was matched to the notch in the nail. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.